Event description:
Additional information was received from the patient stating a manufacturer representative (rep) told them to reboot the system and that resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2. Serial# (B)(6). Product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs2 (serial: (B)(6); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their communicator lights were rapidly blinking green and blue and would not stop. Patient stated they tried to reboot and shut off the communicator and also plugged it in and unplugged it but this did not resolve. Patient stated they woke up at 2am because it was too high for them to sleep and kept coming on and when they would roll over their leg was asking for a vibrate and they felt a little pain so they wanted to turn it down and it still didn't work. Patient noted they were able to charge through the recharger application, but that was it. Patient commented that last night it had taken them longer to charge their implant because they were just able to get a good connection or the connection would go off and they had to take the wireless recharger out of the belt and stand up to finally get an excellent connection; agent advised to monitor and call back if this persists. Patient spoke to rep this morning and was advised to call patient services. Patient noted they had pressed the button off and on again this morning and unplugged and replugged and all of a sudden, they were able to connect through the mystimrc app. Patient added they very rarely let their batteries go below 80% and confirmed they close apps between use. Agent had patient connect through mystimrc app while on the call and patient confirmed connection without issue. Agent reviewed information including communicator sleep mode and indicator lights and advised patient to monitor and call back if issue persists. Patient noted they were sick and had been at doctor's office yesterday and felt useless and hopeless because what if they had needed an MRI and were unable to connect to place their device into MRI mode or if it started bothering them too much and started running away and giving them pain and they can't shut the darn thing off if it happens again.; agent reviewed information.